Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable pump won't run" alarm with "no air in line". No patient injury reported.